Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that poor communication screen was on the patient programmer. The patient reported that they have stimulation but want to make it higher. The patient reported that they have pain in the leg and feet. The patient stated that they had a car accident in (B)(6) 2017 and it affected their neck and their disc started bothering them afterward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.